Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Customer stated that blood glucose was 121 mg/dl at the time of the incident. The customer's current blood glucose was 84 mg/dl. The customer treated with food. Customer stated that the drive support cap was normal. Customer was alleging possible insulin pump over delivery. The product was not returned for analysis.